Event description:
It was reported to philips that the device is defective. It fails the operational test. The test fails when pressing the charge button; the device does not deliver the shock. Patient involvement information is currently unknown, but no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating does not pass user tests: error code: clinical 7:11:39 ncu. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.